Event description:
A home pt's spouse contacted baxter's tecnical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during dwell 3/4 of their automated peritoneal dialysis therapy. Reportedly, a supply line of the homechoice set became disconnected from a supply bag during therapy for an uknown reason. Baxter's technical service center assisted the home pt's spouse in ending the therapy early. Therapy was disconnected for the evening. No pt injury or medical intervention was associated with this incident per the home pt.